Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-28. H6: investigation summary sample and photo received for investigation, upon visual inspection it is possible to observe the damaged packaging. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. According to the customer's report, the product's packaging was damaged after opening it: ¿the perforation to detach the syringe is not adequate. When separating the units, the packaging is tearing, losing the sterility of the material.¿ possible root cause is due to some variation in the knife cut that is responsible for making the perforation that separates the products. As this occurrence would not exceed the acceptable quality limit for the batch, no corrective or preventive action at this time.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced poor perforation on packaging. The following information was provided by the initial reporter. The customer stated: product is glued to the packaging at the top. Is the product stuck in the sealing area of the blister? Please detail the identified incident. Rectifying, clipping to detach the syringe is not suitable. When separating the units, the packaging is tearing, losing the sterility of the material.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced poor perforation on packaging. The following information was provided by the initial reporter. The customer stated: product is glued to the packaging at the top. Is the product stuck in the sealing area of the blister? Please detail the identified incident. Rectifying, clipping to detach the syringe is not suitable. When separating the units, the packaging is tearing, losing the sterility of the material.